Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture ingress was evident in the cartridge compartment and the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: several inexplicable reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data. No evidence of moisture damage was found inside of the cartridge compartment. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump passed a leak test. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported power issue, the battery compartment was observed to be cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.